Manufacturer narrative:
Na

Event description:
Surgeon reported via our product manager, that he was conducting a surgery procedure with our loan kit. During this, he noted that it is not possible to remove the humerus nail with the extraction rod. The thread seems to be too short. Another device was utilized to complete the surgery.